Manufacturer narrative:
Based on the claim against the product by the customer noting that the vessel sealer extend instrument had engagement issues, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed. The instrument passed recognition and engagement but was found to have a homing failure based on log review and during in-house testing. A review of logs showed 3 homing failures. The instrument was placed and driven on an in-house system and failed self-test during initialization with the exposed blade error message on multiple attempts. The blade was manually retracted, and the instrument was placed on the in-house system for testing and failed. Further investigation identified, additional observation. The instrument was found to have a dislodged spring torsion inside the housing. As a result, the grip ring was unable to retract to its original position. Common causes of the dislodged torsion springs are attributed to be manufacturing related. A review of the logs of the vessel sealer extend instrument (part # 480422/ lot # k10220630 associated with this event has been performed. Per the logs, the instrument was used on (B)(6) 2022 on system sk3930. This is a single use instrument. The probable root cause was analyzed and found to be manufacturing related. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis observed the failure of spring torsion dislodged in the vessel sealer extend instrument that would result in unclamp failure. Medical intervention may be required in the event that the vessel sealer extend instrument fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the vessel sealer extend instrument did not engage in the middle of the procedure. Another instrument was used to complete the procedure. The procedure was completed with no reported injury.